Event description:
As reported by patient support, a care advocate called in response to an implant card received, and wanted to inform edwards that the patient died at home 6 days post transfemoral tavr procedure with a 26mm sapien 3 ultra resilia valve. The caller stated that the patient passed away due to a 'dead gut and internal bleeding.' The care advocate reported the patient had a new onset of seizures within 10 hours of discharge. The patient was presented to the emergency department and declined to be admitted. The care advocate received a call by an edwards physician, and our condolences were offered prior to discussing any inquiries. The physician took the care advocate through aortic stenosis and the tavr procedure. While it is unclear what occurred, it sounds as though the patient may have had a gi bleed, and didn't want any further intervention. It was explained that while the tavr procedure does have well documented low level complications, a gi bleed is unusual. The care advocate appreciated the call, and was informed to contact us again for further questions. Per medical records received, the patient had an underlying right bundle branch block prior to tavr. The patient underwent a successful tavr procedure but developed complete heart block post. The patient left the hospital prior to permanent pacemaker implantation and was discharged with a ziopatch. The ziopatch showed complete heart block and the patient was noted by his family to have seizures which appear to be a result of the complete heart block causing brain hypoxia. The patient was non-compliant with medication or recommendations for urgent medical treatment and passed away at home.

Manufacturer narrative:
Per the instructions for use (IFU), conduction system defects (heart block), arrhythmias and conduction system defects that may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, bioprosthetic heart valves, and the thv procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may explain these complications of the thv procedure. According to the literature review, and as documented in ew clinical technical summary for complaints-conduction disturbances/ heart block, atrioventricular conduction disturbances after thv are associated with many patient-related and procedural related factors, including pre-operative co-morbid status, the degree, and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, thv may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after thv are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing thv or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate patient factors (pre-existing right bundle branch block) and procedural factors caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.